Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw was fractured and could not be removed from the implant which resulted in the implant being extracted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection identified fractured screw inside the returned implant. No pre-existing conditions were noted on the product experience report (per). The implant had been placed on tooth # 14. Complainant reported that the abutment screw was fractured and could not be removed from the implant which resulted in the implant being extracted. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review nor a complaint history review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. The following sections have been updated: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: evaluation codes . H10: additional narrative.